Manufacturer narrative:
A ge service representative performed an onsite investigation. The mdn memory was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the image quality of the images produced was degraded to a point in which they were not usable. Uninterpretable images may produce non-diagnostic quality images and would be serious if it were to recur. There is no report of injury or death.